Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the speed potentiometer knob was too easy to turn. The device was not changed out, as the unit still functioned. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr changed the small rubber nuts out and it seemed to fix the problem. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.